Manufacturer narrative:
The breakage occurred at the section which is the most loaded when grabbing tissues with the jaws (combined tension and flexion loads). The breakage of the pituitary is consistent with applying excessive loads to the jaws. Some investigations have been performed on the design of the pituitary which have found that due to the delicate nature and the variety of uses for this instrument, the root cause is determined to be due to wear over time as this may require the use of greater force on the instrument which could lead to breakage. Wear can also occur sooner if the surgeon is using the instrument for purposes other than the intended use. The current design has been optimized to fulfill the surgeon's needs while maintaining the requirements to cut soft tissues.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that during a microdiscetomy surgery, the micropituitary broke at the tip. Although the instrument was used in surgery, no patient complications were reported.